Event description:
A (B)(6) contacted zoll customer support about a male pt reported a service code was displayed. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of the electrode bent sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cables and wires. The pt was issued a replacement electrode belt.